Event description:
Report received of a tubing set being "difficult to prime and leaking at the filter." It was reported that the nurse found it difficult to prime the gemstar tubing set and noted that when the fluid reached the filter, leaking would occur. The patient receives a daily 4-hour regimen of d5 1/2 ns with kcl, via a groshong catheter. The dose and volume to be infused were unspecified. Three attempts were made by the nurse to prime the sets. It was reported that either the set would not prime or the set leaked at the filter. At the family's request, the infusion was not started until the following day. There was no reported patient harm or adverse patient effects. The nurse returned the following day to administer the d5 1/2 ns wtih kcl, using an aim plus pump and tubing set. The infusion was started without incidence. Although requested, no additional information was available.